Manufacturer narrative:
Image analysis a still image was returned for review. The image shows the patients lower legs, noticeable swelling can be seen in the calf area on one leg. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024 a physician used a venaseal closure system to treat the patients right proximal great saphenous vein (gsv). Minimal vessel tortuosity and minimal vessel calcification were reported. There were no abnormalities reported in relation to anatomy. On (B)(6) 2024, it was reported the patient experienced painful swelling in the calf and the foot, and tightness and redness but no itching over the injected vein. Physician describes it as a rebound edema. The patient had very little edema to start and it got much worse. Patient was first started on benadryl then prescribed a medrol dose pack. The redness has since gone away and the swelling has gone down but is still there. Issue is still present. The patient does not want to treat their other leg.